Event description:
It was reported that an ilet device¿s touchscreen cracked and became unusable, after which the device could not be used, and a replacement was shipped while the original was arranged for return. Investigation included review of complaint details and arrangement for device return for analysis. Further investigation of this case revealed a cracked or broken display consistent with mechanical damage and no associated alerts or alarms. No injury reported as a result of cracked screen. Outcomes included temporary interruption of therapy and the need for device replacement. It was concluded that the event involved physical damage to the touchscreen; root cause could not be determined from the available information.